Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 47 mg/dl, at the time of incidence. Customer reported that they were hospitalize due to non-diabetic reason. Customer¿s current blood glucose level was 64 mg/dl. Customer treated with food for low blood glucose level. Previously customer reported about damaged to insulin pump. Customer did not allege that the insulin pump was over delivering. Customer declined to troubleshoot for low blood glucose level. It was unknown if the customer was using auto mode at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer does not use the auto mode feature.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the displacement test and p-cap/reservoir locked properly in place. Pump received with cracked belt clip rail case corner and battery tube threads. Pump received with serial number label damaged/faded. (B)(4).